Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Reported false negative sars results (unknown quantity) for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested negative with quickvue within the first 3 to 5 days of being sars positive with another rapid antigen assay.

Manufacturer narrative:
Correction: b3 - corrected date to (B)(6) 2022. B4 - corrected date to (B)(6) 2022. G3 - corrected date to (B)(6) 2022.